Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left breast implant rupture." Further reported was "personal injuries and related damages".

Event description:
Patient representative reported "left breast implant rupture." Further reported was "personal injuries and related damages" which have been deemed not related to the device. The device has been explanted; complete capsulectomy performed.